Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device does not reveal the stated failure mode. The returned device has damage along the base, more than likely from attempted insertion. A dimensional inspection of the returned device could not confirm or explain the stated failure mode. The device has signs of damage from attempted use. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. All applicable, critical features that could be measured were within specification. Based on the evidence provided, the unsatisfactory experience could be confirmed. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A review of instructions for use for knee systems revealed in indications, contraindications, and adverse effects that preoperative planning and meticulous surgical technique are essential to achieve optimum results. Considerations of anatomic loading, soft-tissue condition, and component placement are critical to minimize a variety of complications. Also, revealed in warnings and precautions that surgical information is available upon request and the surgeon should be familiar with the technique. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka, one (1) gii ps hi flex isrt sz 1-2 9 would not lock with the tibial baseplate. The procedure was resumed, after a significant delay, with a s+n back-up device. Patient was not harmed as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).